Event description:
Nurse informed sales rep that the threads of the window trial do not work. The trial was taken off with other instruments.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.